Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a patient experienced an esophageal perforation and was admitted to the hospital.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime, imf). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, a patient experienced an esophageal perforation and was admitted to the hospital. The patient had extreme pain that did not get better with pain medicine and decreased oxygen demand. The perforation diagnosed due to barium swallow and treated through esophageal stent then surgical intervention. The catheter passed pre-use check. There was nothing unusual about the procedure. The patient was discharged on (B)(6) 2025.